Event description:
The customer reported that the right two channels lost power. There was no report of any pt harm. Despite requests for info, no additional pt event info was provided. The pcu was powered on and the source and concomitant pump modules on the right side of the pcu did not power on with the modules located on the left side. The source pump module was manipulated and power was momentarily restored on the affected channels. The source female (left) black inter-unit-interface (iui) connector was replaced and the system powered on again. The source pump module was then manipulated with no further power loss observed. Either and/or both interfacing iui connectors between the pump module and concomitant pcu could have been the source for the events.

Manufacturer narrative:
(B)(4). The customer complaint that two devices lost power was confirmed and replicated on the returned alaris system. Review of the logs confirmed pump module devices were removed from the pcu while they were in the idle state; however, no channel disconnect alarms occur while in this state. Visual inspection identified evidence of blue/green deposits and contamination on various iui connector contacts on the pc unit and pump module. Functional testing of the returned system was performed. The system was received with the source device connected as channel c and a concomitant module d, on the right side of the pcu. The root cause of the customer's experience is being attributed to blue/green deposits and contamination from fluid contamination on the iui connector contacts.